Manufacturer narrative:
An event of difficulty rotating the valve and leaflets not opening was reported. Abbott requested information on what was used to rotate the valve and operative notes and/or procedure imaging however additional information was not received. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023, a 25mm sjm masters series hemodynamic plus valve was selected for implantation. After the device was implanted, it was noted that neither of the leaflets would open. It was also noted the valve would not rotate. The device was removed from patient anatomy and replaced with a non-abbott device. The patient is reported to be fine and recovering. The patient remained hemodynamically stable throughout the procedure.